Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received an infusion flow blocked alarm during a bolus. The customer's blood glucose level was 371 mg/dl. The alarm did not occur during the fill tubing process. The event was resolved by changing the complete infusion and reservoir set. They did not have the product to return.